Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient encountered a por message on their 3037 patient programmer. The patient indicated they had multiple back procedures as well as nerve ablation. Reviewed this may have caused por to occur. The patient was redirected to their healthcare provider to further address the issue.